Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this recently implanted right atrial (ra) lead presented shortness of breath (sob). Subsequently, the patient underwent a lead revision procedure. During the procedure, significant atrial scarring was observed. Later, during follow up at the clinic, undersensing of the atrial activity and farfield oversensing on the right atrial (ra) channel were noted. As a result, inappropriate atrial tachy response (atr) episodes were stored. Atrial sensitivity was already programmed at 0.15 mv. Technical services (ts) provided reprogramming options. Given the recent lead revision, it was agreed to continue observation to assess for potential improvement over time. It was also noted that the patient symptoms of sob while lying supine may not be device related. No adverse patient effects were reported. This ra lead remains in service.